Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The customer confirmed the device will not be returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text: product not returned.

Event description:
The customer reported the machine powers off with no warning. There was no patient impact or consequence reported.